Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint #(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search did identify previous additional related incident(s) against the provided product/lot combination(s) since release for distribution. However, these were all confirmed to be related to asr mom products and mdd CAPA-001226. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.  The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
System number: dp4746684. Country where surgery performed: (B)(6) surgery. Date: (B)(6) 2010. Hip(s) to be revised: right. Type of hip replacement product: asr xl acetabular system product reason(s) for revision: pain. Doi: (B)(6) 2010; dor: (B)(6) 2020; right hip.